Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia to 55 mg/dl after having an unannounced bedtime snack, with the ilet delivering insulin as part of its correction algorithm and glucose subsequently falling during sleep. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose and return to target range, with no professional medical intervention and no backup therapy used. Investigation included user interview, troubleshooting, and education regarding pre-bed snack timing and announcement. Investigation of this case revealed user behavior likely contributed to the event, and no device malfunction was identified. It was concluded that this was hypoglycemia with cause not fully determinable, with contributing factors related to unannounced carbohydrate intake and subsequent algorithm-driven insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.